Event description:
Report received from (B)(6) stating that the device had a "hole/cut in the hose". It is unk if this event occurred during a surgical procedure. It is unk if injury or medical intervention occurred. No additional info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process when the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).